Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to recognize a closed door. A review of the event history log revealed multiple ¿shut door ¿ power off¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.